Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. The rv thresholds have been fluctuating since august between 0.4mv and 3.5mv. Technical services (ts) recommended testing the leads in office and troubleshooting. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).